Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry.

Event description:
It was reported that during the implant procedure the device was interrogated using tel c wireless telemetry, it was connected to the leads, implanted and tests performed successfully via this telemetry method. Once the pocket was closed further programming was attempted via tel c which became unavailable. The telemetry was attempted to be re-established by both re-aligning the programmer with the device and via the header which were both unsuccessful. A s2d (save to disk) was attempted at this point but unsuccessful as the device was unable to be interrogated. The session was ended and the device re-interrogated. Under the observations was the notice ¿wireless telemetry is no longer available¿, the tests were re-performed producing the same results, battery voltage checked with comparable to the previous session, device successfully re-programmed and appropriate pacing and sensing demonstrated on surface ECG (electrocardiogram). It was noted that the telemetry system detected an error (within the telemetry system) and has disabled wireless telemetry. There is no effect on device operation other than loss of wireless telemetry for the lifetime of the device. However, telemetry b will continue to function and manual remote transmissions could be used. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review it was determined that at the time of the event, an alternative route of telemetry was active and functional suggesting that communication with the device was still possible and the device was still able to perform its essential function.